Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon inflation the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.